Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened button dome switch. The insulin pump was received with cracked keypad overlay, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and dog chew marks on the case.

Event description:
It was reported the customer damaged their insulin pump when they fell at work. Customer stated the insulin pump's casing was dented and their buttons were unresponsive. Customer's blood glucose was 130 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.